Manufacturer narrative:
The exact implant date is unknown; on or about (B)(6) 2005. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with mesenteric perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: mesenteric perforation and tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant medical history) section d6 (implant date) section d11 (concomitant medical products: 6f introducer sheath, guidewire, dilator) section g4 (date received by the manufacturer) section h6 (evaluation codes) complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent deep vein thrombosis (dvt) with non-compliance to anticoagulation therapy. The patient presented with left calf pain. Diagnostic testing revealed dvts in the left popliteal, superficial and common femoral veins and evidence suggestive of resolving or chronic clot formation consistent with the patient¿s reported history. The filter was implanted via the right groin and placed at the level of l2-l3. The patient is reported to have tolerated the procedure well and without complications. More than fourteen years after the filter implantation, the patient became aware that the filter had tilted and was associated with a mesenteric perforation. In addition, the patient reported that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava. The patient further reported having experienced mental anguish, depression, stress and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and mesenteric perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: mesenteric perforation and tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient presented with pain in left calf. A doppler ultrasound study identified dvts within the popliteal vein, superficial vein and common femoral vein. No flow was seen in the common femoral vein and spontaneous flow was seen in the superficial femoral and popliteal veins without complete compression indicating resolving or chronic clot formation according to patient history. Approximately 3 days later, the patient underwent ivc filter implantation via groin. Approximately 15mililiters of dye injected into the ivc revealed the vessel was widely patent. A trapease ivc filter was deployed successfully without complications at the level of l2-l3. The patient tolerated the procedure well. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 14 years and 3 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety.